Manufacturer narrative:
Please find attached a spreadsheet listing the serial numbers of the devices summarised in this summary report. Along with the individual manufacturer narrative, component, investigation, and conclusion codes.

Event description:
User reported issues related level sensors providing incorrect readings. Level sensor providing an incorrect reading is considered a reportable event. There was no patient harm a as a result of this malfunction.